Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient's ipg is inoperable following a motor vehicle accident. The ipg will not communicate with external devices. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during follow up the ipg became inoperable due to the patient not charging the ipg. Surgical intervention took place during which the ipg was explanted and replaced. Surgical intervention addressed the issue.